Manufacturer narrative:
Results: root cause is undetermined. Conclusion: root cause is undetermined. Evaluation in progress. (B)(4).

Manufacturer narrative:
Evaluation results: related to operational context - event most likely procedural related, no issues noted during device inspection and preparation prior to use. Deformation problem -balloon cut. Evaluation conclusion: related to operational context -event most likely procedural related, no issues noted during device inspection and preparation prior to use. (B)(4).

Event description:
Evaluation summary: no issues were noted along the shaft, the connector, the device tip and proximal welding. The balloon of the device had been inflated. A 0.018"guide wire was advanced through the device without resistance. The proximal balloon portion shows a leakage due to a short cut. The cut was clean and well defined. No other issues have been identified.

Event description:
The physician was attempting to use a pacific xtreme pta balloon catheter. No abnormalities noted during inspection and preparation of the pacific xtreme prior to use. No difficulty noted when loading the device onto guidewire. No resistance noted between the balloon and other devices during delivery of the device to lesion. During the surgery, the physician used the device for dilatation (7 bar), but the distal of device was leaking contrast medium. The physician removed the device and found it was ruptured. The physician used a new pacific xtreme to complete the procedure. No patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.